Manufacturer narrative:
A ge service representative performed an on-site investigation. The shielding for an interconnect cable was cleaned. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the system had a white image. There was no injury reported, however, if this type of event were to occur again, it could result in a delay in pt diagnosis or treatment.